Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2025-16738, 2017865-2025-16740. It was reported that the patient presented with lead vegetations, infection and the skin of the device pocket appearing red. The vegetation was visualized with transesophageal echocardiogram. The physician explanted the right ventricular lead, left ventricular lead and right atrial lead to resolve the issue. The patient experienced no consequences.